Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: the local staff upgraded c6 to sw1.2.3. However, when he checked c6 after the upgrade, buzzer defective and self test failed were displayed on the screen and c6 could not start. He did not disassemble the c6 during the upgrade).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: the local staff upgraded c6 to sw1.2.3. However, when he checked c6 after the upgrade, buzzer defective and self test failed were displayed on the screen and c6 could not start. He did not disassemble the c6 during the upgrade).